Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited noise oversensing in the right ventricular (rv) channel. Technical services (ts) reviewed and noted there was a signal artifact monitor (sam) event stored due to low pacing impedances out of range. The patient was seen in the clinic where the noise could be reproduced with pocket manipulation and isometrics. This lead remains in service. No adverse patient effects were reported.